Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis in (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer was wearing the insulin pump during their hospital stay. The customer stated that they were eating dinner and noticed that the cap on their insulin pump was slightly protruding. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the delivery accuracy test.